Event description:
Customer reported that she recently had a blood glucose level of 25 mg/dl. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 99 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.